Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported while the surgeon was trying to put the trocars in for the procedure the blade on the trocar would not stay engaged. They did not try to put the trocar in. Another trocar was opened to finish the case. There was no consequence to the pt.